Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, as well as updates to fields d8 and d9. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was confirmed that the output button lacked a clicking sensation and could be activated with minimal force (simply resting a finger on it without pressing). Additionally, there were instances where the button was recognized as being pressed even though it was not. A definitive root cause for the incomplete seal cycle errror could not be identified. Based on the results of the investigation, the most likely cause was not established. A definitive root cause for the device not connected error could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the activation button. A definitive root cause for the output button malfunction could not be identified. Based on the results of the investigation, a most likely cause was also not established. The event can be prevented by following the instructions for use which state: powerseal IFU ¿chapter 16.7 high frequency output with hand switch or foot switch¿ and "chapter 18 if an abnormality occurs. " "chapter 16.7 high frequency output with hand switch or foot switch. Warning: ·if four consecutive pulse tones sound and high-frequency output stops, this indicates that sealing has stopped in progress. The touch panel of the high-frequency surgical device will display the appropriate action to take. Follow the instructions in the section titled ¿if an abnormality occurs (20)¿ to identify the cause. Do not cut the target tissue before sealing is completed properly. Doing so may cause bleeding. ·to maintain sufficient pressure on the sealing target tissue, do not release the jaw grip until the output cycle is complete while in the ¿latch-off¿ state. ·before cutting the sealing target tissue, confirm that the seal is fully complete. After confirmation, perform additional sealing before cutting according to steps 5 and 6 below. Carefully inspect the tissue to avoid unexpected bleeding. Chapter 18 if an abnormality occurs. Error occurred: if an error occurs, the high-frequency output will stop, a series of four pulse tones will sound, and corrective actions will be displayed on the touch panel of the high-frequency surgical device. In the event of an error, do not cut the sealed tissue. The operator should inspect the sealed area and the product before continuing the procedure. Once the error condition is resolved, the high-frequency output will become available for use again." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: establishment name: (B)(6), (documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider had an incomplete seal error and a device connection error. The event occurred during the middle of a therapeutic laparoscopic nephrectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedure delay.